Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station experienced unexpected shut down. The field service engineer (fse) checked the stations internal battery and powered down the station. The battery was replaced, and battery subsystem tests were executed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the unit experienced unexpected shutdowns. It was reported that during a case in or 4, while device was unlocked and the patient was selected, the unit unexpectedly stopped functioning. The screen went black and displayed the message: reboot and select proper boot device or insert boot media in selected boot device and press a key. This event occurred twice. Each time, staff had to manually power the device off and on and wait for the system to reload. The reboot process resulted in few minute period in which user was unable to access medications during the procedure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.